Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient went in to the hospital for the wash out hospital and diagnosed with an infection at the ipg site. The patient's scs system was later explanted and was given antibiotics over the course of several days to address the infection.